Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had beep anomaly. The customer¿s blood glucose level was 200 mg/dl at the time of incident. The customer was reported that the insulin was beeping every 5 minutes but did not register on the insulin pump. The customer was reported that they can hear the differences in volume between 1 and 5. The customer was assisted with troubleshooting for beep anomaly. The customer was advised to replace the insulin pump and refer to back up plan. The insulin pump will not be returned for analysis.